Manufacturer narrative:
(B)(4). Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. A video and one photo was submitted to ethicon endo-surgery for evaluation. Upon visual inspection of videos and pictures, the following was observed: the video shows an anvil in surgery in the closed position with tissue pressed, however, the anvil appears to be opened, also a black thread can see it. In addition, a considerable amount of blood can be observed. The video shows at mark 00.02 the device it is pulled out from the surgery, few b-formed staples can be appreciated at the video, at mark 00:09 a surgical device enter to cut a black thread the picture shows a white reload that appears to be an ecr fully fired, with several b-formed staples on the deck at the distal end. Based on the videos and photos reviewed, the event description cannot be confirmed. Hands on-device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during the laparoscopic right lower lobectomy, the surgery transected inferior pulmonary vein with ecr45w and pse45a, after firing, noted that part of the vessel at one side of the proximal end was missing staples and resulting in bleeding. The blood loss was about 500ml. The suture was used to suture the vessel. The patient did not receive blood transfusion. The patient's health condition is stable. The surgeon performed three times (1 pse45a + 1 ecr45w + ecr45b + ecr45g) firing in this surgery and another two times were good, as a result , healthy professor only complaint one ecr45w.